Event description:
It was reported that following an esophageal stenting treatment procedure, the stent started to unravel prompting additional intervention. An ultraflex esoph ng prox cvd stent had been implanted to treat an unspecified esophageal stricture. Fifteen weeks later, it was discovered that the previously implanted stent appeared to have started to unravel at the top of the stent. An unknown size of flamingo stent was implanted inside the ultraflex. There have been no additional pt complications reported with the pts' current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.